Manufacturer narrative:
Correction: manufacturer report number should not have been submitted as a medical device report (MDR) as the device meets or exceeds 75% of expected longevity and this confirms normal device characteristics. There is no device malfunction. In addition, the patient feeling that pain worsened is a result of device depleting and is not considered true ineffective therapy.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg and patient experienced ineffective therapy since eri message appeared. The eri message was determined to be true. It is unknown if the ipg depleted prematurely. The device was providing therapy. As a result, surgical intervention occurred during which the ipg was explanted and replaced to address the issues.